Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had delayed response. It was reported that the keypad rubber was peeling near the backlight button. The pump was reportedly not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was peeling from the top to the up arrow key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons responded appropriately. There was evidence of keypad contamination found under the up arrow, down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.